Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. The internal battery terminals were checked and battery pins were replaced. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted stryker to report an unexpected loss of power to their device. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.